Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. (B)(4).

Event description:
It was reported that the patient had several pause episodes that were false-positives due to undersensing of r-waves on the implantable cardiac monitor. It appeared to happen when the patient was sleeping. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.